Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: previously reported event "physical injuries" replaced with "persistent pelvic pain", event- menstrual issues, product information added from summon received. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and embedded device ("embedded in the lumen of both fallopian tubes proximally and extending into the wall of the uterus") in a 35-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, nausea, dysmenorrhoea and dyspareunia had resolved and the embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: seven coils were visualized in the uterine cavity for both sides ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and embedded device ("embedded in the lumen of both fallopian tubes proximally and extending into the wall of the uterus") in a 35-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomy) and surgery (underwent a total lap hysterectomy with bilat salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, nausea, dysmenorrhoea and dyspareunia had resolved and the embedded device, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: seven coils were visualized in the uterine cavity for both sides. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, menorrhagia, abdominal pain lower. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received event "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia, she did not undergo essure confirmation test, device embedded" were added. Patient, reporter and product information added. Lot number added. Outcome of event "pain, painful sexual intercourse, nausea, cramping, headache" were updated as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') and embedded device ('embedded in the lumen of both fallopian tubes proximally and extending into the wall of the uterus/migration') in a 35-year-old female patient who had essure (batch no. B61387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and ovarian cyst. Concomitant products included lisinopril. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (underwent a total lap hysterectomy with bilat salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea and dyspareunia had resolved and the embedded device, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: seven coils were visualized in the uterine cavity for both sides. She had received treatment for event " pain, bleeding, and migration". ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events "vaginal bleeding and menorrhagia¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.